Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material# 381434 batch# unknown it was reported by customer that it appears there is a tiny piece of plastic is present that keeps the needle from retracting. Not on the other lot numbers. I am guessing an error in the manufacturing process for this lot number. We have an issue with item #381434, lot # 42399712. Additional information from customer: no patient or staff injury. It was observed that the needle was not retracting as should on several occasions

Event description:
No additional information

Manufacturer narrative:
Investigation results: the complaint of foreign matter that prevented needle retraction could not be confirmed from the five 20g insyte autoguard units that were received in sealed packaging from lot 4239972. A visual examination revealed no foreign matter, and a functional test revealed that the needle on each unit fully retracted. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.